Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of plaintiff's essure coils was embedded in the uterus"), device expulsion ("one of plaintiff's essure coils was embedded in the uterus"), device dislocation ("essure micro-insert could not be found / the other essure coil was not identified in the pathology"), uterine leiomyoma ("fibroids / uterus was enlarged to a 16-week size with fibroids"), uterine enlargement ("fibroids / uterus was enlarged to a 16-week size with fibroids"), pregnancy with contraceptive device ("got pregnant after essure implantation"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("pain and heavy bleeding after the procedure") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included general anesthesia (for essure insertion procedure) in 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) with uterine haemorrhage, uterine enlargement (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse") and smear cervix abnormal ("abnormal pap smear"). In (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, d and c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013). On (B)(6) 2013, the patient experienced procedural pain ("pain and heavy bleeding after the procedure") and post procedural haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. In (B)(6) 2008, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, uterine leiomyoma, uterine enlargement, abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dyspareunia, procedural pain and post procedural haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device dislocation, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, smear cervix abnormal, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter provided no causality assessment for genital haemorrhage and pregnancy with contraceptive device with essure (ess205). The reporter commented: on or around (B)(6) 2013, underwent a hysteroscopy and a d (dilation) and c (curettage) due to her diagnoses of abnormal uterine bleeding, uterine fibroid and possible foreign body (essure) removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: essure coils was embedded in the uterus. On (B)(6) 2012: ultrasound, nos - showed at first essure device or iud (intrauterine device). On (B)(6) 2012: colposcopy (result not informed). On (B)(6) 2013, examination revealed that the uterus was enlarged to a 16-week size with fibroids. At that time, evidence of a foreign body could not be found. On or about (B)(6) 2013, pathology of uterus after surgery revealed that a metallic medical device (an essure coil) was embedded in the posterior endometrium consisting of metal spring-like material that is 2.5 x 0.3 x 0.3 cm. The other essure coil was not identified in the pathology and plaintiff was unaware if said coil was still inside of her body or otherwise expelled out. Most recent information incorporated above includes: on 1-jun-2017: this case was converted from the conceptus database into argus on 01dec2013 and it was initially reported by a consumer. Further information (legal claim) was received on 01jun2017 and qualifies this previous conceptus case as reportable case by bayer: lawyers were added as reporter. Patient detail updated. Lab data added. Events: "essure coils was embedded in the uterus", "abdominal pain", "pelvic pain", "abnormal pap smear", "dysfunctional uterine bleeding / abnormal uterine bleeding", "menorrhagia", "painful intercourse", "pain and heavy bleeding after the procedure" were added as events. Previously reported events "essure micro-insert could not be found" and "fibroids" were updated to "essure micro-insert could not be found / the other essure coil was not identified in the pathology" and "fibroids / uterus was enlarged to a 16-week size with fibroids" respectively. On or about (B)(6) 2013, plaintiff underwent total abdominal hysterectomy and bilateral salpingectomy. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of plaintiff¿s essure coils was embedded in uterus / one was at the center of fibroid that was growing in uterus'), device expulsion ('one of plaintiff¿s essure coils in the uterus'), device dislocation ('essure micro-insert could not be found / the other essure coil was not identified in the pathology / not able to locate devices in either tubes'), fibroid uterine enlarged ('fibroids / uterus was enlarged to a 16-week size with fibroids') and uterine fibroids enlarged ('uterus was enlarged to a 16-week size with fibroids') in a 35-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one tube being slightly more difficult than the other to insert" and device ineffective "device ineffective". The patient's medical history included general anesthesia (for essure insertion procedure) in 2005 and parity 4. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced post procedural haemorrhage ("pain and heavy bleeding after the procedure") and procedural pain ("pain and heavy bleeding after the procedure"). On (B)(6) 2013, the patient experienced post procedural constipation ("constipation for five days after hysterectomy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding / massive blood loss events"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse") and dysmenorrhoea ("pain during menstruation"), was found to have fibroid uterine enlarged (seriousness criterion medically significant) with uterine haemorrhage, uterine fibroids enlarged (seriousness criterion medically significant) and smear cervix abnormal ("abnormal pap smear") and was found to have a pregnancy with contraceptive device ("got pregnant after essure implantation"). The patient was treated with surgery (hysteroscopy, d&c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013). In february 2008, the pregnancy with contraceptive device had resolved. On (B)(6)2013, the post procedural constipation had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, fibroid uterine enlarged, uterine fibroids enlarged, post procedural haemorrhage, procedural pain, abdominal pain, pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer healthcare (B)(4)). The reporter provided no causality assessment for genital haemorrhage and pregnancy with contraceptive device with essure (ess205). The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fibroid uterine enlarged, menorrhagia, pelvic pain, post procedural constipation, post procedural haemorrhage, procedural pain, smear cervix abnormal and uterine fibroids enlarged to be related to essure (ess205). The reporter commented: on or around (B)(6) 2013, underwent a hysteroscopy and a d (dilation) and c (curettage) due to her diagnoses of abnormal uterine bleeding, uterine fibroid and possible foreign body (essure) removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2012: results: essure coils was embedded in the uterus. Diagnostic results: (B)(6)2012: ultrasound, nos - showed at first essure device or iud (intrauterine device). On (B)(6)2012: colposcopy (result not informed). On (B)(6)2013, examination revealed that the uterus was enlarged to a 16-week size with fibroids. At that time, evidence of a foreign body could not be found. On or about (B)(6) 2013, pathology of uterus after surgery revealed that a metallic medical device (an essure coil) was embedded in the posterior endometrium consisting of metal spring-like material that is 2.5 x 0.3 x 0.3 cm. The other essure coil was not identified in the pathology and plaintiff was unaware if said coil was still inside of her body or otherwise expelled out. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-03797) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: social media reporter was added. New event added: constipation. Seriousness criteria for events genital hemorrhage and pregnancy with contraceptive device and post procedural hemorrhage updated to non serious. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of plaintiff's essure coils was embedded in the uterus"), device expulsion ("one of plaintiff's essure coils was embedded in the uterus"), device dislocation ("essure micro-insert could not be found / the other essure coil was not identified in the pathology / not able to locate devices in either tubes"), uterine leiomyoma ("fibroids / uterus was enlarged to a 16-week size with fibroids / one of the essure devices was ate the center of the fibroid that was growing in her uterus"), uterine enlargement ("fibroids / uterus was enlarged to a 16-week size with fibroids"), pregnancy with contraceptive device ("got pregnant after essure implantation"), post procedural haemorrhage ("pain and heavy bleeding after the procedure") and genital haemorrhage ("abnormal bleeding / massive blood loss events") in a (B)(6) year-old female patient (para 4) who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one tube being slightly more difficult than the other to insert" and device ineffective "device ineffective". The patient's past medical history included general anesthesia (for essure insertion procedure) in 2005 and parity 4. On (B)(4) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("pain and heavy bleeding after the procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) with uterine haemorrhage, uterine enlargement (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain, pelvic pain, menorrhagia, dyspareunia ("painful intercourse"), smear cervix abnormal ("abnormal pap smear") and dysmenorrhoea ("pain during menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopy, d&c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (hysteroscopy, d&c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (hysteroscopy, d&c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013) and surgery (hysteroscopy, d&c on (B)(6) 2013 and total hysterectomy and bilateral salpingectomy on (B)(6) 2013). In (B)(6) 2008, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, device expulsion, device dislocation, uterine leiomyoma, uterine enlargement, post procedural haemorrhage, procedural pain, genital haemorrhage, abdominal pain, pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer healthcare (B)(6)). The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, smear cervix abnormal, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter provided no causality assessment for genital haemorrhage and pregnancy with contraceptive device with essure (ess205). The reporter commented: on or around (B)(6) 2013, underwent a hysteroscopy and a d (dilation) and c (curettage) due to her diagnoses of abnormal uterine bleeding, uterine fibroid and possible foreign body (essure) removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: essure coils was embedded in the uterus (B)(6) 2012: ultrasound, nos - showed at first essure device or iud (intrauterine device). On (B)(6) 2012: colposcopy (result not informed). On (B)(6) 2013, examination revealed that the uterus was enlarged to a 16-week size with fibroids. At that time, evidence of a foreign body could not be found. On or about (B)(6) 2013, pathology of uterus after surgery revealed that a metallic medical device (an essure coil) was embedded in the posterior endometrium consisting of metal spring-like material that is 2.5 x 0.3 x 0.3 cm. The other essure coil was not identified in the pathology and plaintiff was unaware if said coil was still inside of her body or otherwise expelled out. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case (B)(4) was found to be a duplicate of this case. Case (B)(4) will be deleted from bayer database and all information was transferred to this case - reporter, patient information, historical condition and events (device insertion difficult and pain during menstruation) were added. Pregnancy outcome was updated and child case linked. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.